Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No low battery alert noted during testing or in the pump trace download. However, the insulin pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed replace battery alert due to connector resistance. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they were having battery issues. The customer¿s blood glucose was 140 mg/dl. The customer reported that they had low battery, and insulin pump was not accepting new battery. The customer was advised to discontinue use of the insulin pump and revert to back up plan and the insulin pump will need to be replaced. The insulin pump was returned for analysis